Event description:
It was reported via social media that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint, the patient was removed from their coumadin medication regiment. The patient experienced a cerebral vascular accident. In response to this event the patient was put on eliquis.

Manufacturer narrative:
Date of event: aware date of 18jan2023 used as event date is unknown.